Manufacturer narrative:
Pentax model ec-3490tfi is not distributed in the USA, therefore 510k is not applicable. If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
Pentax medical became aware of a report for an event which occurred in (B)(6) stating, "during use, there was no image" involving pentax model ec-3490tfi/serial (B)(4). No further information was provided at the time of the report. The device is pending return to pentax for evaluation.